Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: pain, weakness, and discomfort, which negatively affected to perform everyday activities. There were audible clicking and clunking sounds associated with her hip and testing showed she had very high chromium and cobalt levels prior to revision with chromium level of 41.2 and cobalt level of100.0. During revision surgery, dr, found that the fluid appeared to be metal stained lymphocytic type of fluid similar to fluids which have been recovered from similar situations with this hip, and metallosis of the tissue surrounding.